Event description:
Pt complained of pain below the right arm axillary area when white port of PICC line is being flushed. Red port of PICC line flushing well and has good blood return. Pt referred to interventional radiology (ir) for dye study but ir chose to insert new PICC line by exchanging over the wire. When old PICC line was removed a hole was noted 10 cm above the wing site. Pt as of two days later still has tenderness on the right upper arm. No redness or swelling observed.